Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the lead exhibited a loss of capture and sensing. During the explant procedure, the physician noted insulation damage.